Manufacturer narrative:
Investigation summary: catalog number: 367815. Batch number: 1123150. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 2 photos were received for review and analysis. The photos confirm the reported issue of a foreign matter (dried silica clump) on the inside wall of the tube. Bd is able to confirm the customer¿s reported failure with the photos received. The white fm on the inside wall of the tube is a piece of silica coating material. This occurred as a result of coating buildup on the tube walls during manufacturing. The tubes should have been discarded prior to packaging. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing two occurrences of containing foreign matter. The following has been provided by the initial reporter: during use of 367815, some of the collection vessels were found to have prominent white foreign bodies.

Manufacturer narrative:
Investigation summary: catalog number: 367815. Batch number: 1123150. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 2 photos were received for review and analysis. The photos confirm the reported issue of a foreign matter (dried silica clump) on the inside wall of the tube. Bd is able to confirm the customer¿s reported failure with the photos received. The white fm on the inside wall of the tube is a piece of silica coating material. This occurred as a result of coating buildup on the tube walls during manufacturing. The tubes should have been discarded prior to packaging. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing two occurrences of containing foreign matter. The following has been provided by the initial reporter: during use of 367815, some of the collection vessels were found to have prominent white foreign bodies.